Event description:
It was reported that on (b)(6) 2026, a 27mm Navitor Vision valve was selected for implant using a FlexNav Delivery System (DS). Pre-implant Balloon Aortic Valvuloplasty (pre-BAV) was performed by using a 22mm, non-Abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 5mm on the non-coronary cusp (NCC) and 3mm on the left-coronary cusp (LCC). Post-implant, mild paravalvular leak (PVL) was observed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-implant Balloon Aortic Valvuloplasty (post-BAV) was performed by using a 23mm, non-Abbott balloon. Trace PVL was observed; The patient was reportedly discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.